Manufacturer narrative:
Info anticipated but unavailable at this time.

Event description:
It was reported that during a bowel resection, the anvil would not click onto the stapler to do the anastomosis. Opened a new instrument to complete the case. There was no pt consequence.